Event description:
Reported due to device break. The physician attempted an arteriotomy closure with the perclose proglide device following an interventional procedure. Fluoroscopy was performed prior to the procedure with the following results: the exact size of the vessel is unknown; no calcification was detected in the vessel and the arteriotomy site was confirmed to be in the common femoral artery. There was no scar tissue present at the site of the groin. The device was inserted and deployed without issues but the physician, "soon felt that something was wrong." Reportedly, as he was removing the device from the patient's groin it was noted that the "distal guide had broken off from the proximal but (was) still connected by the safety wire." He was able to retrieve the broken piece, in its entirety, from the patient. Hemostasis was successfully achieved with an angioseal device, and the patient did not experience any adverse reactions as a result of this incident. Although requested, no additional information was received.